Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2023 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated. Block h6 (impact codes): impact code f19 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. The procedure was completed with the original device. Post procedure, the peg tube became dislodged. The device was removed.